Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient is complaining about shocking and the patient is scheduled for surgery on (B)(6) to assess and hopefully fix the problem. No specific location was communicated, and no other details were provided. Unknown if any environmental/external/patient factors contributed to the issue. The issue is not resolved at this time. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that it was unknown what troubleshooting was done as they did not see the patient until the surgery. Actions/interventions involved the replacement surgery. Both the stimulator and pocket adapter were replaced. The cause of the shocking was uncertain and it is unknown if the issue is resolved as they still need to follow-up with the patient. The surgeon did not think it was necessary to return the devices.